Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had a low and high blood glucose but not hospitalized. Customer's blood glucose was 71 mg/dl. The customer was treated with snacks. Customer declined troubleshooting for low and high blood glucose because blood glucose never went over 250 mg/dl.